Event description:
An adc customer called requiring training on the set-up of her freestyle meter and while walking the customer through the set up the customer stated they experienced an injury. Customer did not "have time" to explain the medical event and did not wish to complete the medical survey. Customer disconnected the call and several unsuccessful attempts have been made to contact the customer to clarify the medical event. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As the date of the medical event is unknown. In addition, this report involved a training issue and no specific product issue was reported. The product has not been requested back for investigation and no investigation will be performed. This is a final report.